Event description:
Consumer called and stated that her daughter received a burn from using the ace heat therapy patch on her back. Initial and subsequent contact from the consumer indicates that no medical attention was needed, however, photos returned (2008) indicate a possible 2nd degree burn.

Manufacturer narrative:
Eval summary: eval date/time: 2008, 11:49:110. Rc received (2) sealed ace heat therapy patches (low ru 23y), ex 2010 04) from lot reported and one empty wrapper for ace large heat therapy patch which consumer reports receiving a nasty burn. Product has been forwarded to the quality assurance dept for further review. CAPA has been opened and reassigned for further investigation. Regulatory compliance will continue to monitor.